Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and analysis revealed no anomalies were found. The distal segment was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿high threshold¿ described in the event. There were no anomalies observed on the returned distal segment that would contribute to the high threshold mentioned in the event. There was not an in-vivo insulation breach or conductor fracture observed. The distal segment was returned with no observable explant damage. The distal segment was returned with non-severe blood ingression. All electrical and visual testing was within specified parameters. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 419688 implantable pacing lead, implanted: (B)(6) 2011; 5076 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).